Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic radical resection of upper left lung cancer surgery, when severing lung tissue on the 2nd firing with gold cartridge, after fired, noted staples malformed with irregular shape. Changed the new reload to continue surgery. When severing vessel on the 3rd firing with white cartridge, after fired, noted oozing. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.